Event description:
It was reported that during the procedure, the physician opened the catheter and did not believe the catheter was bending correctly. Another catheter was utilized for this case, and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) manipulator wire was broken prior to procedure.